Event description:
Device assembled through egd scope to deliver pillcam into the duodenum under anesthesia. When attempting to deploy the pillcam, the heavy wire which was meant to push the capsule out of the holder instead pushed between two of the plastic fingers holding the capsule to the end of the egd scope.